Event description:
Kimberly-clark received a report stating, "I had a failed td case yesterday at (B)(4). We did all the placement and started to treat and the machine shut down at 6 minutes. It said "circuit flow issue, check probes, cables ect". No specific error code displayed. I switched cables and the probes, same problem. I also even switched the machine. We could not finish the procedure. No patient injury reported. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as (B)(4).

Manufacturer narrative:
The review of the device history record is pending. If any additional relevant information is identified following completion of the DHR review , the additional relevant information will be submitted in a supplemental report. The device was not returned to kimberly-clark for analysis, therefore, we are unable to determine a root cause for this reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.